Manufacturer narrative:
H4: information unavailable, device not returned for analysis. 11/11/96- the rep reported the hospital could not find the products so it will not be returned. Rpo.

Event description:
The er320 was used during a laparoscopic cholecystectomy. The clips of the device were spitting out of applier. There was no consequence to the pt.